Event description:
It was reported that the patient presented for implant procedure. During surgery, it was noted that the insertable cardiac monitor (icm) was exhibiting premature battery depletion out of the box which may have been caused by telemetry issues. The icm was not used. There were no patient consequences.

Manufacturer narrative:
The reported event of battery problem and interrogation problem were not confirmed. The device was received in normal working conditions with battery voltage above eri. Final analysis found the device had been programmed out of shipped setting one week prior to implant causing battery depletion. This is expected behavior and is considered normal depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.